Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 20 months post implant it was reported that the patient was admitted into the hospital with general weakness. Lab tests were performed and showed elevation of ldh and signs of hemolysis. Approximately 3 days later a decision was made to exchange the pump.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump and no further issues have been reported. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.